Event description:
It was reported that; in completing a three level acdf, doctor used aviator plate. Doctor used the variable single barrel drill guide to make a pilot hole for one of his screws. After he made this pilot screw, he attempted to insert the screw, however he felt some resistance when he was inserting it. As he kept turning the screw, he noticed springbar locking mechanism was "sticking up" off the plate. He used a tonsiler to grab the springbar and removed it from the plate. He then inserted the screw fully and decided to leave the screw implanted. He did final tighten the gold blocker so the springbar mechanism for the adjacent screw at that level was final tightened appropriately.

Manufacturer narrative:
Method: device not returned. Results: device not returned. Device history review could not be completed as no lot code was provided. Conclusion: the likely root cause is the application of cantilever forces on the drill guide during removal of the drill guide as specified in the surgical technique.

Event description:
It was reported that; in completing a three level acdf, doctor used aviator plate. Doctor used the variable single barrel drill guide to make a pilot hole for one of his screws. After he made this pilot screw, he attempted to insert the screw, however he felt some resistance when he was inserting it. As he kept turning the screw, he noticed springbar locking mechanism was "sticking up" off the plate. He used a tonsiler to grab the springbar and removed it from the plate. He then inserted the screw fully and decided to leave the screw implanted. He did final tighten the gold blocker so the springbar mechanism for the adjacent screw at that level was final tightened appropriately.